Event description:
It was reported that the patient¿s liberty select cycler display went blank during power up of their peritoneal dialysis (pd) treatment. There were no recent power outages in the home or in the area reported. The power switch was in on position. There was no light on cycler buttons. The cycler was switched on and there was not sound when ok and stop buttons were pressed. The patient stated when they presses the cord into the back of the cycler he was noticing sparks. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The patient stated that the spark occurred during setup. The patient stated that they did not observe any burning smell, smoke, flame, or arcing. The cycler was returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction:b7, h6, d10

Event description:
It was reported that the patient¿s liberty select cycler display went blank during power up of their peritoneal dialysis (pd) treatment. There were no recent power outages in the home or in the area reported. The power switch was in on position. There was no light on cycler buttons. The cycler was switched on and there was not sound when ok and stop buttons were pressed. The patient stated when they presses the cord into the back of the cycler he was noticing sparks. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The patient stated that the spark occurred during setup. The patient stated that they did not observe any burning smell, smoke, flame, or arcing. The cycler was returned to the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed misaligned touch screen. The cycler underwent and passed a voltage check, the hipot test, the patient hipot test, and the safety analyzer test. The simulated treatment post-ast 2 hour 15 minute 8500 ml test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the patient¿s liberty select cycler display went blank during power up of their peritoneal dialysis (pd) treatment. There were no recent power outages in the home or in the area reported. The power switch was in on position. There was no light on cycler buttons. The cycler was switched on and there was not sound when ok and stop buttons were pressed. The patient stated when they presses the cord into the back of the cycler he was noticing sparks. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The patient stated that the spark occurred during setup. The patient stated that they did not observe any burning smell, smoke, flame, or arcing. The cycler was returned to the manufacturer.